Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 18663597, description: next generation anchor kit sterile. The explanted devices were not returned to bsn .

Event description:
A report was received that the patient was having extreme redness in the midline incision and pocket site. The patient was prescribed vancomycin and underwent an explant procedure.